Event description:
The customer reported that the navigation system was down and not booting up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The usb ports were seated in the proper location on the computer. The system was then found to be operating as intended.